Event description:
It was reported that during a da vinci-assisted gastrostomy procedure, the soft tissue of the stomach was torn. The issue occurred while dissecting stomach tissue when the maryland forceps instrument experienced weak grasping power, although it was newly opened, causing the grasped stomach tissue to slip and tear. Coagulation was performed by a back-up maryland forceps instrument. There was no serious deterioration or clinical instability during the time it took to get and install the back-up instrument. Per the site¿s nurse, there was no bleeding due to this event. The procedure was completed robotically. The patient did not experience any post-operative complications. The patient¿s current status is described as ¿no problem¿. According to the surgeon, this event did not affect the procedure and patient outcome. The surgeon believes the cause of the event was due to the defectiveness of the maryland forceps instrument. The maryland forceps instrument was inspected prior to use and no damage or abnormalities were observed.

Manufacturer narrative:
The maryland bipolar forceps instrument was received, and investigations were completed. Failure analysis investigations confirmed and replicated the customer reported complaint. The instrument was found to have a bent grip and the tip did not align with the other grip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the instrument log was performed, and there were only logs for the start of the procedure on (B)(6) and no further logs on (B)(6) when the procedure was completed. From the logs available, there were no errors related to the reported complaint. A review of the system log was performed, and no related errors were observed. The probable cause of bent grips is typically attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.